Event description:
No additional info received

Manufacturer narrative:
Investigation summary: photos received for investigation. Through visual inspection, damaged stopper is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The probable cause for the incident is related to a failure at the stopper assembly station.

Event description:
Plunger rod broken.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. Patient problem code: f27 ¿ no patient involvement device problem code: a0406 - material deformation the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.